Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call by the customer's mother that the customer had high blood glucose levels. The customer's blood glucose was 400mg/dl and treated with a manual injection. The customer's mother needed assistance with linking the meter to insulin pump. Advised inaccurate settings may result to unexplainable high blood glucose levels. The high pressure test was performed and passed. The insulin pump passed high blood glucose troubleshooting. The customer stated she removed the set from the customer and he has been on manual injections. Advised the customer's mother to contact the doctor since the insulin pump passed the test. The customer's current blood glucose 188mg/dl.